Event description:
The customer reported that the system's images would go black then white. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer requested to have a new system installed. No further info is available.